Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that their insulin pump was over delivering insulin as the reservoir amount and the amount on the pump screen were different. The customer¿s blood glucose level was 140 mg/dl at the time of the call. The customer would treat the lows with snacks and not give a bolus, but they would end up low again. Troubleshooting was completed but did not resolve the issue. The insulin pump will be returned for analysis.

Manufacturer narrative:
The device was received with all operating currents within specifications and passed functional testing including the rewind, unexpected restart error test, basic occlusion test, occlusion test, prime, compromised force sensor test, excessive no delivery test and displacement test. No possible over delivery anomaly noted. The insulin pump received with minor scratched lcd window and cracked reservoir tube lip. The device passed the delivery accuracy test.